Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during pediatric and neonatal echocardiogram procedures, the tech may have missed defects when using the 10v4 color doppler on sc2000 ultrasound system. The chief tech reported that it's not sensitive and does not have a good penetration so the customer had to switch to a different transducer. It was not reported whether the procedure was repeated; however, there was no report of patient injury. No additional information was provided.